Manufacturer narrative:
The complaint description states that impacting head has broken away from the reamer rod shaft. The device associated to the complaint was returned for analysis. The visual analysis of the returned product presents a rupture of tig and laser welding at the pommel. Critt analysis conducted on a previous complaint shows a weakness of this assembly. The design of product has since been changed (new definition starting from batch (B)(4)). This change was initiated through CAPA (B)(4) (mdd CAPA (B)(4)). The device related to this complaint was manufactured before the design change. Based on the information received and the investigation performed, the root cause of the incident is related to the design of the instrument if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impacting head has broken away from the reamer rod shaft.